Event description:
During a procedure for a splenic aneurysm embolization, the coil was inserted into the microcatheter. The physician felt severe resistance while advancing the delivery wire, and decided to remove the coil. During retrieval of the subject device, the coil prematurely detached inside the microcatheter. The coil was removed within the microcatheter. There was no injury to the patient.

Manufacturer narrative:
Device was disposed at the hospital.

Event description:
During a procedure for a splenic aneurysm embolization the coil was inserted into the microcatheter. The physician felt severe resistance while advancing the delivery wire, and decided to remove the coil. During retrieval of the subject device, the coil prematurely detached inside the microcatheter. The coil was removed within the microcatheter. There was no injury to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was disposed; therefore, physical analysis cannot be performed. Based on the information available, it is probable that procedural factors limited the device performance during procedure.